Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. Intravenous antibiotics were prescribed. The patient did not experience symptoms of infection. Infection was unknown until wound was opened for a revision. The wound was flushed with iodine and peroxide saline solution. The infection was not device or procedure related. The patient was doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. Sc-1132 sn (B)(4): no complaints about the functionality of this device were reported, only that the patient lost stimulation due to lead migration verified by imaging device. No anomaly noted in the sterilization record. Device exhibits normal device characteristics. Sc-2218-50 sn (B)(4): a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. Intravenous antibiotics were prescribed. The patient did not experience symptoms of infection. Infection was unknown until wound was opened for a revision. The wound was flushed with iodine and peroxide saline solution. The infection was not device or procedure related. The patient was doing well.